Event description:
It was reported that during surgery the surgeon stated that lock ring was broken. An smith and nephew backup device was used. There was no delay and no injury to patient.

Manufacturer narrative:
The jii femoral implant impactor was returned and evaluated. A visual inspection found that the tabs on the top and bottom knob rings have sheared off. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened. We consider this investigation closed.